Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration data confirmed that the calibration signals were within expected ranges. However, the investigation was limited by the unavailability of quality control data. The root cause was attributed to a sample-specific discrepancy. Single false reactive results may occur as the specificity of the elecsys hiv duo assay is less than 100%. The device remains in operation at the customer site. It was recommended that all initially reactive samples be re-tested in duplicate and confirmed using appropriate confirmatory algorithms, such as western blot or hiv rna tests. Diagnostic results should always be interpreted in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged repeatedly reactive results for a patient sample tested with the hiv duo elecsys e2g 10x300 assay on the cobas e 801 analytical unit. On (B)(6) 2024, the sample was tested twice with the elecsys hiv duo assay, yielding reactive results of 2.24 coi and 2.42 coi, respectively. On (B)(6) 2024, a third test was performed with the same assay, yielding a reactive result of 2.28 coi. Subsequent testing with an hiv enzyme-linked immunosorbent assay (elisa) was performed (date not provided) and yielded a negative result.